Event description:
The patient reported that starting on (B)(6) 2022 they were feeling a bad vibration in their back every time they would move.  Then, on (B)(6) 2022, when they would have their left hand above their head, they felt shocking/jolting down their legs.  When they went to bed, they felt a strong sensation.  The patient turned the intensity down to "0", but that didn't help.  They took the battery out of the controller, but that too did not help.  They were still experiencing these stimulation issues on (B)(6) 2022.  They were redirected to their doctor to further address this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.